Event description:
On 22-sep-2025, (B)(6) provided bridges consumer healthcare this spontaneous report. Angelini s.p.a. Received the information on 11-sep-2025. Additional information was received on 29-sep-2025, which was incorporated into this report. The report verbatim is as follows: this serious spontaneous case, manufacturer control number (B)(4) is an initial report from austria on (B)(6) 2025 from a consumer through (B)(6) (B)(4). This case report concerns a 56-year-old female consumer, who applied thermacare lower back and hip (batch: ga1307, expiration date: 2027-jul) for neck pain. Concomitant medication(s) were unknown. Medical history was unknown. On an unknown date, after thermacare lower back and hip initiation, the patient complained about burn, intentional device misuse. Following the application of the heat wrap, the consumer experienced burns. During a follow-up it was clarified that the consumer used thermacare directly on the skin (intentional device misuse). The consumer treated these burns with healing ointment because the skin peeled off. Furthermore, the consumer informed us that she will visit a doctor if the burns don't get better. Outcome: burn: not recovered/ not resolved, intentional device misuse: unknown. The action taken in response to the events for thermacare lower back and hip was unknown. Angelini medical assessment: the pl of thermacare lower back and hip mentions that burn could be an adverse event of this medical device, whereas it does not mention intentional device misuse. Dechallenge and rechallenge were unknown. Temporal association adverse events-medical device is plausible. Based on the information provided, the causal relationship between thermacare lower back and hip and burn was considered as possible, and not assessable for intentional device misuse. The overall assessment for this case is serious/unlabeled/possible.

Manufacturer narrative:
Ir received on 29-sep-2025 from qa department. Complained number (B)(4). The root cause is intentional device misuse. The 56-year-old consumer applied thermacare lbh heat wrap directly on the skin resulting in a burn. The thermacare labeling and instructions for use provide guidance for the customer to prevent injury during use. The packaging instruction warns the consumer, if 55 and older, wear over a layer of clothing (or cloth), not directly against your skin. Therefore, the root cause is misuse by the customer. The thermacare labeling and instructions for use provide guidance for the customer to prevent injury during use. This complaint complies with the requirements stated in investigation procedure (B)(4) processing consumer complaints, effective 30-may-2025 and it is recommended for approval. The root cause is intentional device misuse. The 56-year-old consumer applied thermacare lbh heat wrap directly on the skin resulting in a burn. The thermacare labeling and instructions for use provide guidance for the customer to prevent injury during use. The packaging instruction warns the consumer, if 55 and older, wear over a layer of clothing (or cloth), not directly against your skin. Therefore, the root cause is misuse by the customer. The thermacare labeling and instructions for use provide guidance for the customer to prevent injury during use. This complaint complies with the requirements stated in investigation procedure (B)(4) processing consumer complaints, effective 30-may-2025 and it is recommended for approval. There are pre-identified risk factors that could cause a burn listed in the hazard analysis (B)(4). During the investigation of this complaint (B)(4) was reviewed and no further risk was identified. Since this complaint is not justified and there is no identified defect, there is no change needed to the risk documentation as a result of this investigation. Based on the information provided, the event of thermal burn as described in this case is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the device use. The pi of thermacare lower back and hip mentions that thermal burn could be an adverse event of this medical device. Dechallenge and rechallenge were unknown. Temporal association adverse event-medical device is plausible. Based on the information provided, the causal relationship between thermacare lower back and hip and the reported adverse event was considered as possible. Batch ga1307 is the only batch within the scope of this investigation. Thermacare batches are produced as individuals lots. The device history record (DHR), manufacturing electronic system (mes) records, retain samples, thermal results, raw materials and trending were evaluated. No quality issues were identified during the production of the batch. Per (B)(4), consumer return samples and retain evaluations, effective 29-may-2025, inspection of retain samples. No retain evaluation is required for this complaint. A visual inspection of the product would not be beneficial as a consumer over the age of 55 wearing using a lbh wrap directly on skin cannot be detected by inspecting the wraps. Per (B)(4), complaint trending guideline, effective 08-dec-2023, the complaint was evaluated to identify a potential trend for the batch and subclass. The evaluation of the batch history shows this is the first complaint for the subclass adverse event safety request for investigation. The parts per million (ppm) for this complaint was calculated (1/451,008) * 1,000,000 = 2.22 ppm; which is within the upper control limit rate established for this subclass. On the basis of this evaluation, a trend does not exist for this batch. Per (B)(4) complaint trending guideline, effective 08-dec-2023, the complaint was evaluated to identify a potential trend for the subclass and product type. The following search was completed: twd scope: date contacted: (B)(6) 2022 through (B)(6) 2025 manufacturing site: angelini albany / complaint class: undesirable side effect/ complaint sub class: adverse event safety requested for investigation. The search described in this investigation summary takes into consideration all adverse events. The twd search returned a total of 109 complaints for lower back hip (lbh) product during this period for the class/subclass. The searches described in this investigation summary takes into consideration all adverse events. There were no complaints confirmed to have a manufacturing related process root cause for a complaint of adverse event safety request for investigation. The parts per million (ppm) for this complaint was calculated using the total number of ae complaints for lbh divided by the total number of lbh wraps produced in 36 months 109/72,903,462) * 1,000,000 = 1.50 ppm; which is within the upper control limit rate established for this subclass and product type. There is not a trend identified for the subclass of adverse event safety request for investigation for thermacare lbh product. There is no further action required. The batch device history record for this batch concludes that all release requirements were met. Thermal data for the batch shows all wraps met the required wrap batch average temperatures (37.6°c to 41.6°c) per lbh formula card (B)(4), effective date: 28-mar-2024.